Event description:
Boston scientific received information that during an implant procedure, when this device was connected to the right ventricular (rv) lead, pacing inhibition with an unknown duration of asystole was noted. The rv lead was disconnected and eventually reconnected back to the device and the pocket was closed as thresholds had decreased. Additional information received from the field indicated that pacing inhibition was still occurring one week later at high outputs. Another revision procedure was performed and the lead was eventually repositioned and the procedure was complete. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.